Event description:
It was reported that the patient had low flows of less than 2 lpm with powers of 16-18 watts. Within a few minutes after these alarms occurred, the alarm changed and the green pump running circle was no longer on the system controller. The pump was confirmed to have turned off. The patient then went into cardiac arrest. The patient's system controller was exchanged, but the pump did not turn back on. They were then transported to the hospital, but passed shortly after. An autopsy was planned to analyze the heart and pump separately. Technical services reviewed the log files and noted that on (B)(6) 2022 ventricular assist device (vad) power, flow and pulsatility index (pi) were at zero with pump powers noted between 17-19w. Lvad internal faults were captured as well as low speed and low flow events. They also observed rotor displacement flags and lvad circuit over temp flags in the background. This continued until the driveline was disconnected. On the second system controller, the same lvad internal fault and vad parameters were observed. It also captures the rotor displacement and lvad over temp flags. During the autopsy, it was found that the patient's left ventricle (lv) was severely reduced in size, which caused the inflow cannula to be obstructed. It was also observed that the pump was malpositioned, though they were working to clarify the positioning at the time of implant compared to now. On (B)(6) 2021, the patient presented to the hospital in acute kidney injury (aki), and was subsequently diuresed with 30 pounds being removed. During the admission they performed an echocardiogram, and his lv was 7.6cm. In addition to the diuretics, they increased his speed from 5200 to 5600 rpm. It is unknown why the speed was adjusted as during the (B)(6) study there were no significant changes in the hemodynamics.

Manufacturer narrative:
The (B)(6) 2021 admission is reported in MFR report #2916596-2022-00643. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of a pump stop with elevated pump powers. The report of low flow alarms prior to the pump stop could not be confirmed, as the log files did not capture events leading up to the pump stop. A specific cause for these events, as well as the reported pump malpositioning, could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported cardiac arrest and patient outcome could not be conclusively determined through this evaluation. It was reported that the patient called with low flow alarms and elevated pump powers. Within a few minutes after these alarms occurred, the green circle on the system controller turned off and the pump stopped. The patient then went into cardiac arrest. Emergency medical services (ems) was called, and the patient's system controller was exchanged, but the pump did not restart. The patient was then transported to the hospital but passed shortly after. An autopsy found that the patient's left ventricle was severely reduced in size, which caused the inflow cannula to become obstructed. It was also observed that the pump became malpositioned. It was reported the device would not be returned for evaluation. The account submitted two photos from the autopsy and an x-ray image for review. The x-ray image was inconclusive for pump malpositioning. The autopsy photos showed the explanted heart with the pump inserted into the left ventricle. A cross section of the explanted heart showed ventricle tissue covering the majority of the proximal end of the inflow cannula. The submitted controller event log file from the patient¿s primary controller captured the pump stopped with left ventricular assist device (lvad) internal fault, low speed advisory, low flow, and lvad off alarms. Rotor displacement and circuit over temperature fault flags throughout the data. Motor power was elevated while the driveline was connected. At the end of the file, the driveline was disconnected and the controller was shutdown, consistent with the reported controller exchange. The submitted controller event log file from the patient¿s backup system controller showed the pump did not restart following the controller exchange. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 1 of the IFU, ¿introduction¿, explains all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, including the lvad fault alarm, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.